Manufacturer narrative:
Additional clarification was received on february 15, 2017. The correct event date was (B)(6) 2017. The customer mentioned that there was no error messages they could see in the ventricular fibrillation case. However, the physician mentioned there may be a current leakage message that displayed very quickly in this case but he is not sure. In addition, there was no force issue for this event. The force issue was incorrectly reported with this event and belongs to another complaint. Therefore there was no exchange of the catheters and only one catheter used during this event. (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: smartablate generator (model# m-4900-107 serial# (B)(4)). Smartablate pump (model# m-4900-109 serial#(B)(4)). Webster cs catheter (model# unknown lot# unknown). Manufacturer's ref. (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident.

Event description:
It was reported that a (B)(6) male patient underwent a crista terminalis ablation procedure for right atrial tachycardia with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a ventricular fibrillation cardiac arrest requiring cardioversion (defibrillation). During mapping, an unprovoked primary ventricular fibrillation occurred. Cardioversion successfully converted ventricular fibrillation to sinus rhythm. There is no information regarding extended hospitalization. Patient fully recovered with no residual effects. It was noted that the patient has no structural heart disease, normal potassium levels, and no history of antiarrhythmic medications. Electrocardiogram (ECG) revealed normal qt interval. Physician¿s opinion regarding the cause of the adverse event is that it was related to a possible product malfunction of biosense webster inc. (Bwi), st. Jude medical, or both. No pacing or radiofrequency energy was being delivered at the time of the unprovoked ventricular fibrillation. It was noted that pacing was routed through the ep med system directly. Webster cs catheter was in the coronary sinus in a stable position and another catheter was in the mid crista terminalis at the time of the event. No noise on intracardiac ECG was observed and no current leakage message was displayed. Atrial electrograms were clear on both the coronary sinus catheter (webster cs) and the crista terminalis catheter (unspecified) at the onset of ventricular fibrillation. It was also noted that the carto displayed high force values. The high force issue is not MDR reportable because the risk to the patient is low. This complaint is being reported under both catheters used. Since the lot numbers are unknown, there is no way to distinguish which catheter had the force issue.